Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump intermittently displayed lines across the screen that resolved spontaneously, without cracks noted and with normal pump function otherwise. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information to characterize a specific device problem or implicated component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established.